Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
An email was received regarding a tego connector, alleging a blood leak and air intake during patient use. It was reported that there were several faulty tego connectors, both leaking blood and sucking in air. There were 4 connectors in total that they tried earlier in (B)(6) 2026. A sample photo showing the product information on the back of the packaging. There was patient involvement, but no reported patient harm.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint.